Manufacturer narrative:
The reported event was confirmed. Visual evaluation of the returned sample noted one opened (without original packaging), silicone temp sensing catheter. The catheter was received with the balloon intact, but mushroomed. Additional evaluation noted a tear in the shaft 0.3235" from the bifurcation over the thermistor lumen. The thermistor wire was protruding from the hole, and snaking up the catheter. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). The balloon rested for 30 minutes without leaks and passively deflated without issue, returning 10ml of solution. Balloon concentricity was observed to be 60:40. No additional cuffing was noted. Drainage lumen was flushed with the methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and no leaks were noted. Active length of the catheter balloon was measured (0.7310) and found to be within specification (.60"-.90"). The product was confirmed 14 french size. Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this failure could be thermistor had sharp edges and poked throughout the way during insertion or insertion tool is sharp or applies force to sidewall. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿to deflate and remove the balloon, attach a needleless syringe to let sterile water in the balloon come out spontaneously through balloon deflation without aspiration. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter had been damaged.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter had been damaged.